Event description:
The user facility reported to have difficulty advancing an olympus aspiration needle into the ultrasonic gastrovideoscope used during an endoscopic ultrasound procedure. A different, but similar needle was utilized, but the same difficulty recurred. The user facility reported to have only one ultrasonic gastrovideoscope for this type of procedure, so the users elected to abort and reschedule the procedure. There was no pt injury reported. In addition, the device reportedly failed the lead test immediately after the procedure.

Manufacturer narrative:
The ultrasonic gastrovideoscope referenced in this report was returned to olympus for investigation, but not the fine aspiration needles, as they were disposed of at the user facility. The investigation did not duplicate the user's report of difficulty advancing an olympus aspiration needle into the endoscope. The same test model of needle that the user facility reportedly used was passed through the endoscope without any restrictions. The biopsy channel was examined and no obstructions were found. The endoscope was confirmed to be leaking at the biopsy channel below the boot due to tear and scrape marks. The cause of the user's experience cannot be conclusively determined. This report is being filed as an MDR in an abundance of caution.